Event description:
The dr stated that the pt received a medpor left cranial implant in (B) (6) 2009. The dr stated that the pt had mrsa prior to the surgery and two previous cranioplasty. The dr reported that two weeks after the surgery, the pt developed an infection and the medpor implant was removed. The dr stated that she did not believe that the medpor implant was the cause of the infection. The dr reported that the pt is doing fine and would most likely use the backup implant once the infection was cleared.

Manufacturer narrative:
Following a review of the device history record for lot number 89020-mci-491-08 (B) (4), it was determined that all processes and test criteria are within the medpor implant finished product specification.